Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of jucuf234 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (jucuf234) have been reported from the same facility.

Event description:
It was reported that the statlocks appear to be cracked/leaking at the "y" site even though they are clamped off. This report addresses the third of three devices.